Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that their blood glucose levels were greater than 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 1 and 4 hours on their leg. It was noted that the pod fell off causing the cannula to dislodge from the infusion site and become bent. Hyperglycemia treated with a new pod.